Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to reset the pump, successfully completed the reset, and was able to start a new sensor session without further issues.